Event description:
It was reported that this lead was capped and surgically abandoned due to a product performance issue. No additional adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 impact codes and device codes.

Event description:
It was reported that this lead exhibited noise due to a lead fracture. A surgical intervention was performed and the lead was capped and surgically abandoned. No additional adverse patient effects were reported. This lead will not be returned.